Manufacturer narrative:
The recipient is reportedly doing very well.

Event description:
The recipient reportedly experienced a retroauricular hematoma, following a fall and hit to the head. On (B)(6) 2016, the recipient was prescribed oral anti-inflammatory (type unknown) and amoxicillin-clavulanic acid for ten days. On (B)(6) 2016, the recipient experienced a seroma at the scalp with drainage of serous liquid. Healing is performed and continuous oral medication is prescribed. On (B)(6) 2016, the recipient underwent revision surgery to clean, heal, and suture the site. The recipient was prescribed an anti-inflammatory (type unknown) and cefuroxime for ten days. On (B)(6) 2016, the incision site opened resulting in device exposure. The recipient's device was explanted.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.